Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: (B)(4) analysis of the device revealed normal battery depletion.

Event description:
It was reported that the patient was feeling unwell and presented to the emergency room. Upon interrogation, it was found that the device had trigged elective replacement indications. The device measured a discrepancy in the impedence and voltage values as the measurements did not indicate elective replacement values. The device was removed and replaced. The lead also had a small r wave with intermittent undersensing. The lead was capped and replaced. No patient complications were reported as a result of this event.